Event description:
It was reported to boston scientific corporation through a retrospective review study that an ultraflex esophageal partly covered stent was used during a stent placement procedure in the distal esophagus, performed on (B) (6) 2008. According to the complainant, the stent was placed to seal and aid in the healing of an iatrogenic esophageal perforation resulting from post nissen procedure stenosis dilation. The stent was placed successfully and without complications. On (B) (6) 2008, the patient presented with stent migration of mild severity, which was resolved successfully by endoscopic stent removal. At the patient's last visit, it was reported that the perforation had healed and the patient was in excellent condition.

Manufacturer narrative:
(B) (6). Device reported as ultraflex esophageal partly covered stent (length (full, body) 10 cm. Diameter (flange/body) 23/28 mm. (B) (4) (medical intervention required). (B) (4). As the device has not been returned, boston scientific corporation could not perform a technical analysis. A labeling review identified that this device was not used per the directions for use (dfu). The dfu states "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. The ultraflex esophageal stent system and the ultraflex esophageal ng stent system are contraindicated for any use other than those specifically outlined under indications for use." However, the complaint states that the stent was used to seal an iatrogenic esophageal perforation as a result of post nissen procedural dilation. The most probable root cause of this investigation is user / use error.